Event description:
It was reported that a patient underwent an initial surgery for a chiari malformation with duramatrix on (B)(6) 2024. The patient was brought back on (B)(6) 2024 for a csf leak due to "graft failure". It was noted during the revision surgery the duramatrix graft had a tear. Customer believes tear was from the initial surgery. The clinician reported a surgical delay but the time of delay was not provided, only that the patient was brought back to do a shunt and revise the initial chiari malformation surgery. It was also reported that a dural sealent adherus was used. Adherus is not a collagen matrix, inc. Product. No issues on adverse events reported after revision surgery. No further information provided on patient status or patient outcome.

Manufacturer narrative:
Additional quality control testing of reserve product showed the product met acceptance criteria for visual inspection, thermal transition temperature testing and suture pull out strength testing.